Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a replace battery alarm associated with a voltage drop was observed in the black box on 07/29/2015. The battery cap threads were damaged and the cap was unable to fully tighten to the pump. There was a battery compartment crack observed from the thread area to the case seal. The pump's current draws were within specifications. No evidence of excessive pump temperature duplicated during the investigation. There was evidence of moisture contamination inside the pump on the battery canister.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a temperature issue with the pump and part of the casing was damaged. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.